Event description:
It was reported that the user missed meal announcements and intermittently stopped insulin delivery, which resulted in hyperglycemia with a highest documented blood glucose of 242 mg/dl and out-of-range duration of about two hours; the device did not alert for high or low glucose, and a factory reset was performed followed by guidance on transitioning through the learning period. Symptoms included hyperglycemia. Outcomes included self-recovery without assistance and no medical intervention or hospitalization. Investigation included review of device data and user reports, and technical troubleshooting culminating in a factory reset and retraining. Investigation of this case revealed use-related factors, specifically missed meal announcements and intentional suspension of insulin, with the device subsequently correcting glucose when resumed. It was concluded that the event was attributable to user-related factors rather than a device malfunction, and the device performed as expected after reset and appropriate use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.